Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver normal saline. The customer contact reported that after one hour in use, the nurse accessed the distal clave y-site of the tubing set and administered 22ml of an unspecified concentration of bleomycin IV push for a duration of 12 minutes. It was reported that following the IV push delivery while the nurse was irrigated the tubing set using the same distal c/lave y-site, the tubing separated from the clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Through requested, no additional information was provided.

Manufacturer narrative:
The device will not be returned for investigation.